Event description:
Customer reportedly obtained a results of >400mg/dl, while a nurse's meter read 28mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.